Manufacturer narrative:
(B)(4). Failure of device to self-test. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The "cannot use" message was played, and the equipment beeped three times. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.